Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information through review of a literature that one patient underwent embolization with onyx -18, had no reduction in angiographic blush despite 3 rounds of embolization and internal carotid artery (ica) sacrifice after passing balloon test occlusion. Stage one was treatment through the external carotid artery (eca) with onyx-18 and coiling. Stage 2 was at (8 days) through c2-4 internal carotid artery (ica) with balloon test occlusion (bto) and coiling sacrifice. Stage 3 was at (35 days) through vertebral artery (va) <(>&<)> anterior inferior cerebellar artery (aica) with onyx-18.

Manufacturer narrative:
Citation: travis r. Ladner, lucy he, brandon j. Davis, et al. "Initial experience with dual-lumen balloon catheter injection for preoperative onyx embolization of skull base paragangliomas." Published online october 23, 2015; doi: 10.3171/2015.5.jns15124. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.